Event description:
It was reported that the 9800 system had a physicist discrepancy of the beam, which exceeds the visible image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was adjusted during the service call. The system was tested and found to be working as intended and put back into service.